Event description:
Boston scientific received information that this lead had dislodged and displayed a loss of capture during the pre-discharge check. No adverse patient effects reported. A lead revision was performed successfully. The lead remains implanted. As no further information concerning this report is expected our investigation is completed. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.